Event description:
It was reported that a malfunction occurred on the pump. There was no reported impact to the customer¿s blood glucose level. As the contact was not with the patient or the pump, no troubleshooting could be performed, and no additional information was gathered. Further action will be taken once the pump is available for troubleshooting.